Event description:
It was reported that this pacemaker was showing inappropriate data regarding the battery longevity due to the transition between different calculation modes. The battery was not aligned with the nominal model resulting in the large change. The battery was actually depleting normally. The device has reached elective replacement indicator and it was recommended to be explanted. Telemetry problems were also alleged, but the state of the battery was finally determined. No adverse patient effects were reported. Additional information was received regarding the patient doing physical activity and not having their heart rate as desired at times during that period. The device has been reprogrammed but further reprogramming was suggested. The pacemaker has been explanted and returned for analysis at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on analysis of the memory evidence indicating abnormal battery depletion characteristics was observed. However, detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected.